Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported a no delivery alarm during manual prime. Customer's blood glucose last night was 218 mg/dl, and he treated with a manual injection. In troubleshooting, the connected was verified. Insulin exited the tubing when manually pushed, but customer had to push hard. The device alarmed no delivery when customer put the reservoir back in the device and ran a manual prime. Customer tried again and the device alarmed no delivery again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.